Event description:
Reporter indicated that device diagnostic testing during an office visit in 2003 resulted in a high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. X-rays reviewed by the physician showed that one of the lead connector pins was not fully inserted into the generator. Further follow-up revealed that the pt underwent revision surgery the following day. During revision surgery the surgeon reconnected the lead to the generator. Device diagnostic testing following revision surgery was within normal limits.